Event description:
It was reported that during an unknown procedure, the applier becomes locked, making it difficult to remove and even requiring enlargement of the incision to remove the defective equipment. It is unknown how the case was completed. No other details are available.

Manufacturer narrative:
(B)(4). The or manager at the hospital advised that this surgeon had difficulty opening an er320 clip applier approximately two to three years ago at a different facility. The patient did not have an adverse outcome as ultimately she was able to remove the clip applier. Upon review of the new information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.